Manufacturer narrative:
As the device will not be returned, clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time of 22.6 seconds. The device was explanted and replaced with another boston scientific device. No additional adverse patient effects have been reported. The device was given to the patient and will not be returned to boston scientific.